Event description:
It is reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
This event was previously submitted under report #1822565-2012-01115. This report will be amended when our investigation is complete.